Manufacturer narrative:
Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) on the outside tube wall was observed. The tubes appeared to be sticky. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm on the outside tube wall. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. This affected 30 devices. The following information was provided by the initial reporter. The customer stated:" when opening the package the glue of the outer packaging instructions of the vacuum blood collection tube sticks to the outer wall of the blood collection tube.